Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. This rv lead was successfully capped and replaced. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. This rv lead was successfully capped and replaced. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this lead exhibited high capture threshold and the physician decided to replace this lead.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.